Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: customer contacted manufacturer on 23-apr-2026 - customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2). Nurse is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller advised the customer had symptoms of hypoglycemia (weakness) the day prior, (B)(6) 2026, and was taken to the hospital. The diagnosis was high blood glucose. Caller did not disclose what treatment customer had received. Customer had been discharged the day of the call, (B)(6) 2026. During the call, a back-to-back blood test was not performed by the customer. Per caller, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/29/2027 and per caller the open vial date is 2 weeks ago. The customer did not have another vial of test strips that had been stored and handled correctly.